Event description:
Reportedly, the device delivered 100ml more than programmed. There was no patient injury.

Manufacturer narrative:
The pump was tested by the manufacturer and operated within specifications. Several attempts were made to obtain additional information from the user facility without success.